Event description:
It was reported that an akreos ao60g intraocular lens was removed and replaced due to the trailing haptic being broken during insertion. The incision was enlarged; however, it is unknown whether the incision enlargement occurred before or after removal of the akreos lens. Additional information has been requested, but has not been received.

Manufacturer narrative:
The lens was returned to bausch & lomb. Visual inspection found the tip of one haptic is torn off and is lying on top of the optic. Functional testing cannot be performed due to the damage. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the root cause of the event could not be determined.